Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2019-sep-10 regarding a patient receiving compounded baclofen (1150 mcg/ml at 449 mcg/day) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that pump logs were read and it was determined that three motor stalls had occurred. There were no environmental, external, or patient factors that may have led or contributed to the issue. The pump was replaced on (B)(6) 2019 and the issue was considered resolved. The patient's status was alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump revealed a pump motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft bearing. Analysis noted wearing on the lower shaft of gear number two in addition to residue and wearing on the upper shaft of gear number two. If information is provided in the future, a supplemental report will be issued.